Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. A second intraocular lens was implanted. There was no patient consequence. Additional information has been requested. Reference MDR #1119279-2010-000130.

Manufacturer narrative:
The device was not returned to bausch + lomb for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).